Manufacturer narrative:
Additional information was received confirming the lead revision was deemed elective and the initial report should not have been reported as a serious injury medical device report (MDR). H3 other text : evaluation results were provided already.

Event description:
Boston scientific received information that this lead 0181/(B)(6) was explanted due to product performance issue. Additional information received indicated that the lead exhibited noise. The lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this lead 0181/117230 was explanted due to product performance issue. Additional information received indicated that the lead exhibited noise. The lead was replaced. No additional adverse patient effects were reported.